Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The allegation involved four donor samples that initially tested reactive for hiv (channel 2) with cycle threshold (CT) values of 39 or higher. The first sample (ID (B)(6) was tested in batch 344 on (B)(6) 2021 using mpx lot: g34277 and was reactive for hiv with a CT value of 40. Upon retesting in batch 346 on (B)(6) 2021 using mpx lot: g20846, the sample was non-reactive for all targets. The second sample (ID (B)(6) was tested in batch 342 on (B)(6) 2021 using mpx lot: g34277 and was reactive for hiv with a CT value of 40. Retesting in batch 346 on (B)(6) 2021 using mpx lot: g20846 showed non-reactive results for all targets. The third sample (ID (B)(6) was tested in batch 322 on (B)(6) 2021 using mpx lot: g34277 and was reactive for hiv with a CT value of 39.02. Retesting in batch 326 on (B)(6) 2021 using mpx lot: g34277 showed non-reactive results for all targets. The fourth sample (ID (B)(6) was tested in batch 300 on (B)(6) 2021 using mpx lot: g20846 and was reactive for hiv with a CT value of 41.39. Retesting in batch 302 on (B)(6) 2021 as a double test using mpx lot: g20846 showed non-reactive results for both tests. Serology testing for all samples was negative for all targets. Donor samples were not used.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The expiration date for reagent lot: g34277 is 30-jun-2022 and the expiration date for reagent lot: g20846 is 30-jun-2022. The investigation determined that the cobas mpx assay performed within specifications. A review of product release and stability data did not identify any product-related issues. Additionally, no related internal non-conformance's or recent change records were observed. The investigation substantiated the customer's allegation of discrepant results. All initial reactive results for hiv had cycle threshold (CT) values of 39 or higher, which is indicative of samples at or near the limit of detection (lod) of the assay. Retesting of the samples yielded non-reactive results; however, it was noted that the samples were stored at room temperature overnight prior to retesting, contrary to the method sheet instructions requiring storage at 2-8°c. This off-label storage condition may have contributed to the observed non-reactive results. Furthermore, all reactive results were for the same target (hiv), suggesting the possibility of a broader environmental contamination issue at the site. The device remains in operation at the customer site. A definitive root cause for the reported event could not be determined based on the available information.